Event description:
Patient had 5-fu infusing via elastomeric infusion device. The entire contents of the infusion went in over just approximately 24 hours. The pump is a 270/5. Should infuse at 5 mls/hr. The total volume in the pump was 248 ml. This infused at approximately 10 mls/hr. Lots from the bin that pump was dispensed from: 992852 exp 2/2012, 092375 exp 2/2013, ob2762 exp 4/2013. Dose: 5256 mg in 248 ml, q 2 weeks, intravenous drip.